Event description:
While in the or for an open heart operation, when placing child on cpb air was noted in the venous and arterial cannula; the air pressure alarm did not sound and the vents did drain air. Dates of use: 2009. Diagnosis or reason for use: open heart operation. Event abated after use stopped: yes. Even reappeared after reintroduction: yes.